Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent explant procedure. The explanted device will not be returned as it was disposed. No further information has been obtained despite good faith efforts.